Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced multiple ventricular fibrillation (vf) episodes. This ICD delivered multiple electric shocks, however, high out of range shock impedance measurements were detected when attempting to deliver a shock. Additionally, upon review of the episodes, it was noted the device delivered electric shocks due to atrial fibrillation (af) with rapid ventricular response episode and the device did not deliver therapy for some of the other vf episodes. The patient was hospitalized for further evaluation of the right ventricular (rv) lead. A request was made to have data from this device analyzed. Data analysis confirmed a high variability shock to shock possibly due to a compromised lead. Upon interrogation, a code 1005 indicative of an open circuit condition during shock delivery was detected. A device changeout procedure was performed and this device was explanted and replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced multiple ventricular fibrillation (vf) episodes. This ICD delivered multiple electric shocks, however, high out of range shock impedance measurements were detected when attempting to deliver a shock. Additionally, upon review of the episodes, it was noted the device delivered electric shocks due to atrial fibrillation (af) with rapid ventricular response episode and the device did not deliver therapy for some of the other vf episodes. The patient was hospitalized for further evaluation of the right ventricular (rv) lead. A request was made to have data from this device analyzed. Data analysis confirmed a high variability shock to shock possibly due to a compromised lead. Upon interrogation, a code 1005 indicative of an open circuit condition during shock delivery was detected. A device changeout procedure was performed and this device was explanted and replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.